Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is an implant breaching the neuroforamen and an implant that was not fully seated in the sacrum. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# i0387, mfd. 02/14/2013, expires 2018-02, (B)(4). 2nd (second): ifuse implant, p/n 7045-90, lot# i0906, mfd. 02/13/2014, expires 2019-02, (B)(4). 3rd (inferior): ifuse implant, p/n 7035-90, lot# i0a16, mfd. 05/19/2014, expires 2019-05, (B)(4).

Event description:
The patient complained of pain following a left side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient later presented to a different surgeon who believed that the cephalad implant had breached the neuroforamen and that the caudal implant was not fully seated in the sacrum. In (B)(6) 2016, the surgeon performed a revision surgery where he removed both of the implants but left the remaining implant in place. The status of the patient following the revision surgery is not yet known.